Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction; therefore, no further investigation will be performed.

Event description:
A customer contacted global technical service (gts) reporting a use error where the home patient (hp) reconnected after a system error 2240 (air in set) on the homechoice (hc). The hp stated they disconnected to use the bathroom and when they came back the homechoice was alarming system error 2240. The hp stated they reconnected to the patient line and cycled power to the homechoice. The homechoice then alarmed system error 2367. The hp cycled power to the homechoice and then proceeded to press go to start. The hp proceeded through setup and into prime while being connected to the patient line. The technical service representative (tsr) advised the hp to start over with all new supplies or perform continuous ambulatory peritoneal dialysis to complete therapy and inform the registered nurse of the system error 2240. There was patient involvement. There was no serious injury or medical intervention reported.